Event description:
Customer reported experiencing high blood glucose levels, described as "high" without a specific value, accompanied by symptoms like nausea, dry mouth, and fatigue. Ketones were measured at 1.5, indicating a moderate level. The customer administered a correction bolus via the pump and conducted a supplies and system check with guidance from technical support. This included inspecting the infusion site, tubing, and connections, with no issues found. The resolution involved the customer replacing supplies as necessary, resuming insulin, and consulting a healthcare professional to discuss blood glucose levels. Customer was advised to monitor blood glucose and reach out if problems persisted after site change.